Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass graft procedure, the sutures broke not at the knot but in the middle of the strand. They opened additional sutures until they were able to utilized one that did not break.